Event description:
It was reported that a patient who underwent anterior capsulotomy and lens fragmentation with the catalys system required a vitrectomy in the operating room (o.r.) During the surgical procedure to remove the cataract. No add'l complication and/or medical intervention were reported.

Manufacturer narrative:
Investigation of this incident included analysis of the system database and the system optical coherence tomography (oct) recording. The system video display recording and the or surgical video were not available for analysis. From the analysis of the system database and the system oct recording there were no system related anomalies observed and all settings and parameters of the system were found to be within acceptable limits. The system database video images indicated the absence of, or minimal, eye movement during the laser treatment. Several requests have been made of the surgeon to provide add'l info regarding the reason for the vitrectomy but no response has been received. Upon receipt of add'l info from the surgeon, further investigation will be performed in an attempt to identify the root cause for the vitrectomy. If appropriate, a follow-up MDR will be filed in accordance with the 21 cfr 803.56 regulations. The system performed as design; however, the cause (s) for the vitrectomy is unk.